Event description:
The customer reported that prior to use on a patient the unit generated an audible alarm with error codes 45 and 65 in memory. The pump was replaced and therapy was initiated.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem, but verified error code #45 (system failure) and error code #65 (safety vent failure) in the memory. The company representative replaced the k6a safety valve (0119-00-0170). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).